Manufacturer narrative:
The field service engineer checked the analyzer and reactions seemed correct. The wash station was checked and the dispense volumes were re-adjusted. A group of cuvettes were found to be loose and these were fixed correctly.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with nh3l ammonia on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an ammonia value of 418 ug/dl. The sample was repeated due to non-corresponding results of the patient. The repeat result was 278 ug/dl. The ammonia reagent lot number was 596340. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.